Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one adapter connector and one catheter adapter of a 22gx1.00in insyte autoguard device from lot # 4123607. A gross visual inspection of the physical unit shows that the components have been used though no physical damage was identified. A functional test showed no leaks between the injection cap and the catheter adapter. No leaks or connection issues could be confirmed from the returned sample. Your reported issue of an improper connection and subsequent leakage could not be confirmed from the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc did not connect well and leaked. The following information was provided by the initial reporter: catheter hub would not connect onto j-loop connector. I changed tubing and still would not connect completely and leaked. I ended up taking off the tubing and just using the small connector piece on the end of the j-loop tubing. The hub still leaked, but I went ahead and injected because I didn't want to start a new IV on the pt. 25 sep. Any adverse event or serious injury reported to patient or healthcare professional? None. Please confirm whether there was any patient impact. None.